Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for viper2 t20 hexlobe driver shaf was conducted identifying that lot number ag2098245 was released in a single batch. Batch1: lot qty of (B)(4) units were released on april 9, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper t20 hexlobe driver shaft (p/n: 286725020, lot # ag2098245) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip was twisted in the direction of tightening. The damage was consistent as an end of life indicator for the device. No other issues were identified during inspection. Complaint was confirmed conclusion: after a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the screwdriver was stripped. It was unknown if there was patient involvement. Determined to be a reportable malfunction on july 14, 2020. This report involves one (1) viper2 t20 hexlobe driver shaf. This is report 1 of 1 for (B)(4).